Event description:
A pt reported experiencing inaccurate high results with a one touch ii meter. The pt's blood glucose results were 164 and 124 mg/dl. Tests were done 10 minutes apart. No allegation of harm.